Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results occurred from multiple patient samples processed on the vitros eciq immunodiagnostic system. The investigation could not determine a definitive cause. The possibility that an analyzer related event, or poor sample processing, had contributed to the results could not be ruled out. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from multiple patient samples when processed on the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Affected results were reported to clinicians. It is unknown if a corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).